Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced the system pcb assembly and completed unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the removed system pcb assembly and determined that the cause of the reported failure was a transistor, designator q147.

Event description:
While evaluating the customer's device for an unrelated issue, physio-control observed that only the on button worked on the main keypad assembly. None of the other buttons, including the charge or shock buttons, were operational and, as a result, defibrillation was not possible. There was no patient use associated with the reported event.